Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure and other insulin pump error alarm. The customer's blood glucose value was 63 mg/dl, 300 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.